Manufacturer narrative:
According to sophysa in-house process, the probe (B)(6) has been analyzed by the quality control laboratory. The traceability documents do not show any performance abnormality or any causality: the product history and batch records were reviewed and documentation indicated that the product met release criteria. A visual inspection performed on the catheter shows blood deposits on pa tubing and metallic capsule. No abnormal marks are visible on the rest of the catheter, several suture threads are present on pa tubing. Then, the probe has been connected to icp monitor and the first air connection value displayed was "---", confirming that the pressure value was over-range. The zero procedure has been redone but the catheter failed again. Further electrical analysis done on the defective catheter showed that intern parameters are out of setting range. There is no assignable cause explaining this over-range, except the presence of an electrostatic shock causing a pressure shift. This electrostatic discharge can not be confirmed by our quality experts. No additional comments. The initial report was originally submitted in 2017 as an initial and follow up report. The initial report is resubmitted in january 2020 as requested by the FDA. The information provided in 2017 has not been. Modified except: - manufacturer contact email: - type of report (30 days). - medwatch 3500a format which has been updated since 2017.

Event description:
A first catheter implantation showed a normal icp reading (between 19-21 mmhg). Then the icp monitor turned it off during patient's transfer to ICU due to low batteries. After reconnecting monitor to ICU, the icp reading was low (-2 to 5 mmhg). After MRI examination the next day, the icp value was very low so it could not be read.

Event description:
A first catheter implantation showed a normal icp reading (between 19-21 mmhg). Then the icp monitor turned it off during patient's transfer to ICU due to low batteries. After reconnecting monitor to ICU, the icp reading was low (-2 to 5 mmhg). After MRI examination the next day, the icp value was very low so it could not be read.

Manufacturer narrative:
According to sophysa in-house process, the probe (B)(6) has been analyzed by the quality control laboratory. The traceability documents do not show any performance abnormality or any causality: the product history and batch records were reviewed and documentation indicated that the product met release criteria. A visual inspection performed on the catheter shows blood deposits on pa tubbing and metallic capsule. No abnormal marks are visible on the rest of the catheter, several suture threads are present on pa tubbing. Then, the probe has been connected to icp monitor and the first air connection value displayed was "---", confirming that the pressure value was over-range. The zero procedure has been redone but the catheter failed again. Further electrical analysis done on the defective catheter showed that intern parameters are out of setting range. There is no assignable cause explaining this over-range, except the presence of an electrostatic shock causing a pressure shift. This electrostatic discharge can not be confirmed by our quality experts. No additional comments.